Event description:
A customer reported having trouble with the charging port on their t:slim device, noting that different cables need to be held in a certain way for it to charge. There was no reported impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.